Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient has been complaining of discomfort in prosthetic joint over recent months. X-ray showed loose humeral component, with "windscreen" loosening pattern. Prosthetic joint dislocated, ulnar component found to be solidly fixed. Ulnar cap removed. Humeral stem removed easily. Pathology specimens taken, copious lavage. Longer humeral component cemented insitu, with new humeral spool and ulnar cap. Prosthetic joint stable.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "patient has been complaining of discomfort in prosthetic joint over recent months. X-ray showed loose humeral component, with "windscreen" loosening pattern. Prosthetic joint dislocated, ulnar component found to be solidly fixed. Ulnar cap removed. Humeral stem removed easily. Pathology specimens taken, copious lavage. Longer humeral component cemented insitu, with new humeral spool and ulnar cap. Prosthetic joint stable.